Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported 15 days after the dental implant was installed in the pt's mouth, it was verified its non osseointegration, 32 ncm of primary stability was achieved and immediate load was not performed.